Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the insulin was leaking out of her site on her body. The customer's blood glucose was 493 mg/dl at the time of incident. The customer's blood glucose was 391 mg/dl at the time of call. The customer stated that she treated her high blood glucose with the insulin pump. The customer performed troubleshooting and did not found air bubbles and leaks. The customer declined to troubleshoot for insulin issues and site issues and settings. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.